Event description:
It was reported that there were no electrograms for atrial and ventricular high rate episodes on the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.